Manufacturer narrative:
(B)(4): physio-control determined the cause for the malfunction to be an electrical short between the right softkey and the on/off button on the membrane switch assembly. A replacement device and battery was provided to the customer.

Event description:
The customer reported that the device depleted the installed battery within six months twice. The customer installed another battery and the device powered on automatically. Furthermore, the device would power back on when the user attempted to turn it off. Physio-control evaluated the device and verfied that the device powers on/off by itself to cause excessive on time and deplete the installed battery. There was no patient use associated with the event.